Event description:
After implanting the device but before closing the wound, the surgeon called my attention to what looked like a blemish on the femoral component. It appeared as a whitish mark +/- 2mm in diameter but did not appear to be a mark on the metal but rather seemed to be part of the metal matrix. This was a cemented component. The surgeon can't verify if the mark was there before implanting or not.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.